Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to high pace impedance, greater than 2,000 ohms. The patient received a new implantable cardioverter defibrillator at the same time (therapy upgrade) and a new ra lead was not implanted. No additional adverse patient effects were reported.